Event description:
Insulated cautery tip caught on fire while in use during a tonsillectomy. Insulated tip changed. Moist cotton placed in hypophyarnyx. Cautery decreased from 20 coag and 20 cut to 15 coag and 15 cut and tip caught on fire.

Event description:
Add'l info received from MFR 12-9-02: two electrodes and one pencil were received for evaluation. A visual examination of the electrodes found small burned area on the coating and one had a white filmy appearance which is indicative of the presence of high heat. The products were tested for high voltage withstand and function and all specifications were met. The nurse mgr was contacted and indicated a tonsillectomy was being performed with an uncuffed oxygen tube, oxygen at 100%. The throat was packed with saline soaked gauze. After the first flame up occurred, they swicthed electrodes and turned the generator down from 20/20 to 15/15. A flame-up occurred again. At this point, they switched the electorde to a non-coated blade that was insulated with a catheter and again, the electrode flamed up. This sequence of events would be indicative of high oxygen concentration. Following evaluation, both electrodes and the pencil were discarded. A change to electrode was implemented jan 5, 2000. The change added a high temperature heat resistant ptfe insulator to the electorde and thickened the insulation. The change helped minimize the insulation from melting should the electrode be subject to high heat concentration. The electrode involved in this report is a one time use disposable item. The evaluation results and the customer's report concluded that concentration of oxygen caused the reported event. A lot history review found no pertinent entries. Labeling indicates both oxygen and nitrous oxide support combustion, especially in head and neck surgery. This event was considered user error. No pt or personnel injury occurred. Product labeling was sent to the customer with the evaluation results.